Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was bad and could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was bad and could not be calibrated. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the touchscreen and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen did not reveal any signs of damage or contamination. The technician tested the touchscreen and confirmed that the touchscreen failed the resistance verification testing, verifying a faulty touchscreen. The touchscreen material resistance tolerance values noted at the pil were high and out of specification (spec). Therefore, the technician ultimately concluded that the suspect touchscreen was faulty and that the root cause of the defective touchscreen was due to out of spec touchscreen material resistance, which resulted in the touchscreen failing to function and calibrate properly.